Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The sales rep reported that during revision of the valve leakage was noted. The valve and lumbar catheter were both removed and replaced. Dr does not think that the catheter cause the valve to leak but removed it. The catheter is not available for return; however, the valve will be returned for evaluation.